Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens with a -9.0 diopter, was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024, the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Claim# (B)(4).